Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. Review of stored electrograms indicated the only noise episodes noted were during the day of explant. No noise was observed during testing. The reported field event of high lv pacing lead impedance was confirmed in the laboratory via review of pacing lead impedance trends. X-ray inspection indicated a broken wire at the lvtip connector block weld.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device exhibited noise, and that the left ventricular lead exhibited high pacing lead impedance only when connected to the device. The device was explanted and replaced. The patient was in good condition following the event.